Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, missing end cap sticker, cracked battery tube threads, stained keypad overlay and stained address/serial number label. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump case and the reservoir compartment was damaged. The insulin pump will be returned for analysis.